Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. Per additional information received, it was determined that the device had a potential mixing pump issue, but iqvia tech did not have a bucket to drain or a drain tube in order to drain from the left drain port. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, g. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician arrived at the arctic sun device and during functional testing the device would not cool below 31.1c. Per review of wo notes, it was determined that the device had a potential mixing pump issue, but iqvia tech did not have a bucket to drain or a drain tube in order to drain from the left drain port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician arrived to the arctic sun device and during functional testing the device would not cool below 31.1c. Per review of wo notes, it was determined that the device had a potential mixing pump issue, but iqvia tech did not have a bucket to drain or a drain tube in order to drain from the left drain port.